Event description:
Information received by medtronic indicated that the customer reported a sensor glucose vs blood glucose reading mismatch. Troubleshooting was performed and found that the insulin delivery was suspended due to the sensor glucose value. The blood glucose value was 120 mg/dl and the sensor glucose value was 44 mg/dl. No harm requiring medical intervention was reported. The customer will continue using the device. The sensor will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The patient information cannot be provided due to regional privacy regulations.